Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Following day, patient suffered a cardiac arrest and was intubated and treated with medication. Patient recovered. The investigator and sponsor assessed the event is not related to device or anti-platelet medication. Cec adjudicated event as a non-q wave mi of unknown vessel, 3rd udmi spontaneous.